Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on screen of insulin pump making more difficult to read, loosens reservoir occasionally, squirted insulin when priming and battery was decreased. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. Device primed properly. Device received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).